Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and mesh was implanted and on (B)(6) 2006 and mesh was implanted and on (B)(6) 2007 and mesh was implanted. However, according to the complaint mesh was implanted, but no medicals were provided. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2007 due to recurrence urinary stress incontinence.